Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A coil, introducer sheath and delivery wire were returned. The coil was found inside the introducer sheath with the twistlock opened. The coil was pulled and the interlocking arm was found separated. The introducer was cut since the rest of the coil did not advance. The introducer sheath and delivery wire were inspected and no issues were noted. The coil was inspected and was found stretched and kinked. Microscopic inspection of the zap tip shape and surface of the coil and delivery were performed and no damages were noted. No damages noted as well on the interlocking arm of both coil and delivery wire. The delivery wire and coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that an incompatible catheter was used. As per dfu: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
Reportable based on device analysis completed on 09-aug-2017. It was reported that a resistance in the catheter occurred. A 8mm x 40cm interlock¿-35 was selected for use. The device was prepared according to the direction for use. Upon introduction, an attempt to insert the coil into the catheter with continuous flushing was made; however, resistance was encountered and the coil could not be inserted inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed the interlocking arm of the coil separated.